Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high capture threshold and failure to capture. During extraction of right ventricular lead, the atrial lead was damaged due to close proximity of leads. Both leads were explanted and replaced with new leads as a result. Patient condition was stable.

Manufacturer narrative:
The reported event of ¿damaged during extraction¿ was confirmed. As received, a partial lead was returned in three pieces. Visual inspection found lead was damaged consistent with procedural damage. The cause of the reported event was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the distal portion found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of external insulation abrasion is consistent with friction to another device or feature of the heart.